Event description:
It was reported that the right-ventricular (rv) lead exhibited poor sensing and right-atrial (ra) lead exhibited over-sensing of noise resulting in inappropriate automatic mode switch. No resolution was performed. The patient condition was stable.